Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), there was a leak in the centrifugal pump head outlet during a pediatric case. As mitigation, the team added an additional clamp, but the leak persisted. The surgical procedure was completed successfully. There were a few milliliters (ml) of blood loss, based on a photograph provided by the user facility, likely less than 5ml. There were no adverse consequences to the patient.